Manufacturer narrative:
Investigation summary: bd received 3 samples and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm and defective printing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm and defective printing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty caps x2, defective marking x 1.